Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); h3: analysis of product ID: nim4cpb1 could not verify reported fault. The unit was presented with software version 1.6.4 and fully charged battery. H4: manufacturing date for product ID nim4cm01 is 2024-09-18. H6: fdm b17, fdr c20 are applicable for product ID: nim4cm01, serial/lot #: (B)(6). Additional code img g02030 is applicable for product ID: nim4cm01, serial/lot #: (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, there was consistent disconnecting and connecting to pi box, the facility could not get the pi to connect, wired or wireless. Tried several times, rebooted , still couldn't get it to connect. Training specialist tried the pi after the surgery, was able to get it to connect. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.